Event description:
It was reported that during a surgical procedure, the quick release drill fractured. All fractured pieces were removed from the patient, and an alternative device was used to complete the surgery without any harm or complications. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2: foreign: china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Product was returned and visually assessed. It shows signs of use (scratches, dings) and is fractured just below the shank with all pieces having been returned. A dimensional analysis has been performed on the shank and body diameter and overall length and these are confirmed to be within specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.